Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 84 year-old male with known aortic valve disease was being prepared for a transcatheter aortic valve replacement procedure when he experienced cardiac arrest. Cardiopulmonary resuscitation was performed, and the patient was stabilized. He was determined to be in cardiogenic shock, and the clinical team elected to implant an impella cp device for hemodynamic support. The impella device was successfully placed, and the patient was transferred to the intensive care unit. Later that same day, an echocardiogram demonstrated that the impella device was malpositioned and interacting with the mitral valve structures. The device was subsequently repositioned under echocardiographic guidance in the intensive care unit. The patient¿s urine appeared pink at that time. Five days later, the family elected to withdraw care, and the patient died thereafter. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
D1 brand name was updated. Ppae(hematuria): the cause of the injury was not determined due to insufficient clinical details.